Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that during the night, while the patient was asleep, she went to check on him and discovered leak on his arm. Then, she noticed that the tubing had detached from the connection part while the connection part was still attached to the cannula site. The patient's blood glucose level was slightly elevated and reported to be 15 mmol/l. This issue occurred with three infusion sets from the same lot. The infusion set was inserted in patient's arm and the pump was in a pouch on the belly. No further information available.